Event description:
The customer reported that the sys displayed a "no signal input" message and the screens went black. This resulted in a loss of the live image. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The single board computer, display adapter board, and image processor board were replaced along with all associated connectors. The system was then found to be operating as intended.